Event description:
It was reported that reproducible noise had been observed on the atrial lead in addition to a rise in impedance. The patient was asymptomatic. Device reprogramming was performed.

Manufacturer narrative:
Initial reporter: company representative.